Event description:
N/a.

Manufacturer narrative:
Tw#(B)(4). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
The hospital reported during the procedure, that the power seemed intermittent on the hemopro. They swapped out the hemopro2 adaptor (vh-4020) on continued with the case. No additional hemopro was opened. Patient was not harmed. Case was not delayed.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.